Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was before use reported that a cs300 intra-aortic balloon pump (iabp) unit was giving error. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, e1, e3, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) found autofill failure. Vacuum pressure is low -550mmhg. Installed 5000k rebuild kit. That did not solve the problem. Installed 5000 pump pm kit and replaced vacuum hose connector. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.